Event description:
It was reported that the lead was in the wrong location and it never covered her right leg. The patient met with a neurosurgeon who decided to revise the lead. The neurosurgeon added a new lead and now she had coverage but wanted to be reprogrammed. Currently she had three leads implanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Additional information received reported that revision of the lead was because the pain coverage in the patient¿s foot was not sufficient. One lead was removed and a new one was placed for better foot coverage.

Manufacturer narrative:
(B)(4)